Event description:
Boston scientific received information that this right atrial (ra) lead dislodged two days post implant. Subsequently, the patient underwent a revision procedure. The helix would not extend after 30 turns at 1 turn per second. This product was removed and replaced. No further complications or adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. The helix was retracted and there was blood/body fluid noted within the helix mechanism. The lead was found to be electrically continuous. The helix mechanism did not pass testing as it would not extend likely due to the dried blood and/or body fluid that was within the mechanism. Testing could not confirm the reported observation however, returned paperwork or other input (other than product memory) indicates that a primary failure likely occurred.